Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0411 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that since the distance between the proximal end of guide wire and the catheter was too long, the catheter was kinked at the proximal end when being delivered by the nurse. This made it unable to deliver the catheter.